Event description:
It was reported that the patient was attached, beaten, and robbed. He suffered a fractured leg and trauma to his chest. Approximately three weeks later, the patient presented to the emergency room with dizziness and periods of heart rates below 60 beats per minute. Intermittent capture was found and chest x-ray confirmed that the right ventricular lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient was attached, beaten, and robbed. He suffered a fractured leg and trauma to his chest. Approximately three weeks later, the patient presented to the emergency room with dizziness and periods of heart rates below 60 beats per minute. Intermittent capture was found and chest x-ray confirmed that the right ventricular lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal electrode was damaged due to pulled/stretched/overstress, the distal electrode was covered with blood, the helix was distorted due to pulled /stretched/overstress,the outer insulation was distorted due to pulled/stretched/overstress, and there was apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.